Event description:
It was reported that "revision surgery with zero profile. Plate needed to be removed with extractor. Rod tip snapped in screw head. Plate and screw wasted. Two plates and screws were billed. Hospital does not pay for failed instrumentation."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Result, and conclusion will be made available following engineering evaluation. This event references 4 screws (cat# 48654014) that were used to secure the plate in question. It is assumed that the screw failures are related to the plate failure. Investigation is pending, once it is complete, reportability of the screws will be re-evaluated.